Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, the balloon ruptured and a minute later the second balloon ruptured. "They had to do an eggshell technique so that the balloons had contact with cement."

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that during visual analysis, no problem or defect detected. During functional analysis it was not possible to inflate the balloon due to a hole. After further analysis a very small spraying hole was detected nearby the proximal peak of the balloon. Based on the information provided, visual and functional analysis, the most probable root cause of the rupture is due to contact of the balloon with bone splinters during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.